Event description:
I was a (B)(6) year old active, healthy woman who was a mom to an 18 year old and a new grandma, so I was done having children. Went to a well ob/gyn to discuss getting my tubes tied. She told me about this new permanent birth control essure that was so amazing, almost no side effects reported, no estrogen, widely studied for 10 years and most women back to work the next day. Had it done in her office, most painful procedure I've ever had done as she had trouble getting the insert into the left tube. I began to have problems almost immediately in (B)(6) 2007 was my first menstrual cycle which I ended up in the emergency room with lower pelvic pain and excessive bleeding. I though I might have been having a miscarriage but was told to go home and rest if things got worse to call the physician who did the procedure and return to emergency room. From that month forward, things would slowly get worse for me. Every time I would mention my implant, no doctor had ever heard of it and knew nothing about it. Every month I would get a migraine with my menstrual cycle and severe cramps. It slowly, over the next 7 years, would get worse and worse. In (B)(6) 2012, I started having chronic headaches constantly that would last my entire menstrual cycle which I was having 2 times a month at times and bleeding for 10 days. I started going to another ob/gyn to see what was going on and once again never heard of essure. Told her I was having headaches, bloating, heavy bleeding, pain with intercourse, lower pelvic pain, felt stabbing pains inside my vagina. Was told I had fibroids now and to cure the problems I have mentioned before, I would need a partial hysterectomy but was not able to complete the hysterectomy because I had a stroke. So I live every day wishing I had never had this implant done. It has caused me so many issues. I am going to list everything that started after the implant and before my stroke. Severe cramping, severe lower abdominal pain, extremely heavy bleeding, several periods in a month, migraines, nausea, hair loss, painful intercourse or lack of desire, stabbing sensations inside vaginal area, usage of over 100 tampons and over 36 maxi pads in one cycle, fatigue, excessive vaginal discharge, weight gain.